Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #: k141521, k141597. D4 lot number: updated with lot number from 0035271086 to 0035692747. D4 expiration date: updated from 11/13/2027 to 01/24/2028.

Event description:
It was reported that balloon burst occurred. The 50-60% stenosed target lesion was located in the mildly tortuous and moderately calcified subclavian artery. A 10.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, the balloon burst during initial inflation at 8 atmospheres for 30 seconds. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient's condition was stable. It was further reported that the balloon was deflated and then removed from the target lesion.

Manufacturer narrative:
D2b pro code (product code): fge, lit g4 premarket / 510(k) #: k141521, k141597. Device evaluation by manufacturer: the mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in balloon which is indicative of a leak. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 2mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The 50-60% stenosed target lesion was located in the mildly tortuous and moderately calcified subclavian artery. A 10.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, the balloon burst during initial inflation at 8 atmospheres for 30 seconds. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient's condition was stable. It was further reported that the balloon was deflated and then removed from the target lesion.

Event description:
It was reported that balloon burst occurred. The 50-60% stenosed target lesion was located in the mildly tortuous and moderately calcified subclavian artery. A 10.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, the balloon burst during initial inflation at 8 atmospheres for 30 seconds. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient's condition was stable.

Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #: k141521, k141597.